Manufacturer narrative:
The device involved in the event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had a procedure on (B)(6) 2012 with a bifurcated device and a limb extension. On (B)(6) 2015, patient was admitted to the hospital and computed tomography revealed an endoleak type iiia (graft limb iliac extension has separated from bifurcated main body). The physician elected to correct the endoleak and the patient condition is stable after the repair.

Manufacturer narrative:
Based upon the clinical assessment, a type iiia endoleak/rupture was confirmed. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review identified the following factors that may have contributed to the patient outcome: the right common iliac artery diameter of greater than 2.3 cm. Patient factors that might have contributed to this event included the presence of renal insufficiency and the inability to tolerate contrasted surveillance (cautionary product use condition). Notably, the comparison contrasted image study used at the rupture event was completed four days post implant ((B)(6) 2012), which might have indicated medical non-compliance or the inability to tolerate contrasted surveillance, either of which might have contributed to this event.